Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to water. There was no reported adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.